Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis and the customer was advised to have a replacement of the insulin pump.

Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor error alarm due to compromised forced sensor system alarm.